Event description:
The physician placed a precise stent in a carotid artery with no technical difficulties. Patient was readmitted with cyst to the neck in the stent placement area that had to be excised and drained (pus).